Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda-deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that half-way through deployment of the first clip, there was evidence of leaflet detachment, but deployment commenced as it was too late to remove the clip at that point. It was observed that the posterior leaflet was restricted and tethered which may have contributed to the detachment. It was reported that occasionally there was poor imaging due to tee which could have contributed to poor posterior leaflet insertion while grasping. Based on the information reviewed, the reported slda appears to be related to patient/procedural conditions due to the posterior leaflet anatomy and poor imaging during the procedure. There does not appear to be any evidence of a quality deficiency associated with this device. The patient effect of mitral valve injury (tissue damage), is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This report is filed for chordal rupture and clip detachment from the posterior leaflet which required an additional mitraclip. It was reported that during the mitraclip procedure, the first mitrclip detached from the posterior leaflet but remained on the anterior leaflet after it was deployed. Half-way through deployment, there was evidence of leaflet detachment, but deployment commenced as it was too late to remove the clip at that point. The posterior leaflet was restricted and tethered which may have contributed to the detachment. There was a chordal rupture resulting in leaflet flail that occurred during the procedure. This was thought to be related to the restricted posterior leaflet. The restricted leaflet was the only challenging patient anatomy. There was no evidence of leaflet prolapse or abnormally thin or thick leaflets. Occasionally there was poor imaging due to tee and windows are difficult to get. This was not due to the clip, but the clip does result in artifact which does make it challenging at times. Leaflet assessment was able to be confirmed prior to deployment. A second mitraclip was implanted in the patient with functional mitral regurgitation (mr) reducing the mr from 4+ to 1+. After the clip procedure, the patient had an eleven beat run of ventricular tachycardia that resolved with intravenous magnesium. This patient has an implantable cardioverter-defibrillator. There were no further arrhythmias. The physician reported that the ventricular tachycardia is not related to the mitraclip device or procedure. The patient was discharged from the hospital two days after the clip procedure.

Manufacturer narrative:
(B)(4). Four days after the clip procedure, the patient reported that the pre-existing fatigue and shortness of breath began to worsen. Medication was administered. The study physician classified this as volume overload and indicated it is not related to the clip and clip procedure. There was no additional information provided. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.